Event description:
It was reported that during a neuro spine surgery, it was observed that the motor device was not working. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had large holes by the muffler which caused the motor not to run. Therefore, the reported condition was confirmed. It was determined that the hole in the hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or extreme force exerted on the hose during cleaning to from the device being pulled from the hose. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.